Event description:
Caller reported false negative urine hcg pregnancy test results on some pts. Caller stated that some 'very pregnant' women who had positive results on their home pregnancy tests had negative results on henry schein hcg dipstick assay. Pts were sent for serum quantitative test which were all positive, some even several hundred thousand miu/ml (no specific values provided).

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg100513-01. 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 min read time when tested with 25miu/ml hcg urine controls. (N=4). Clearly positive results were observed at 3 min read time when tested with 100miu/ml hcg urine controls. (N=3). Clearly positive results were observed at 3 min read time when tested with 237.6iu/ml hcg urine controls. (N=3). Conclusion: from retain testing with in-house controls, the client's results was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.